Manufacturer narrative:
One medfusion® 3500 syringe pump was received for investigation. Visual inspection revealed the device to be in poor condition; the top case was chipped in the front left corner. The right plunger case was also cracked. A review of the pump event history log confirmed a check clutch / plunger lever error. The reported problem could be duplicated during flow testing. The cause of the problem was determined to be normal wear, as the pump was over six months old. The complaint was confirmed.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced problems with its clutch and plunger. No injury was reported.